Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging issues with a remstar pro c-flex+, sys one device. The manufacturer was made aware of this complaint through a representative of the customer alleging pulmonary fibrosis, copd and death. The medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Corrected information: box h: recall action init: required. Recall. Recall z number: required. Z-1974-2021.

Manufacturer narrative:
Additional information was received on 4 jul 2024 and section h11 should be reported as: the manufacturer received information alleging issues with a remstar pro c-flex+, sys one device. The manufacturer was made aware of this complaint through a representative of the customer alleging pulmonary fibrosis, copd and death. The medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g and h updated in this report.